Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that the needle is broken inside the customer's body. The customer pulled the broken needle out with tweezers. The site was not infected. The customer was informed that the sensor needed to be replaced. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.